Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while transitioning between diabetes therapies, noting that the ilet was not working properly at one point and that a separate cgm receiver displayed a glucose value of 400 mg/dl; the user attempted correction with an insulin pen and later resumed pump use, but supply delays and uncertainties about compatible insulin concentrations were noted. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention by emergency services, and no hospitalization. Investigation included a complaint intake and attempts to obtain device lot information and a blood glucose questionnaire. Investigation of this case revealed insufficient information to identify a device malfunction or user-related cause. It was concluded that the cause of the hyperglycemia was unclear and that no reportable adverse health effects occurred.